Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 08/15/2007 along with concurrent cystoscopy, and excision of groin lesion due to pelvic organ prolapse, sui, and rectocele. It was reported that the patient underwent burch procedure on (B)(6) 2010 where another mesh was implanted. It was reported that the patient underwent a procedure to release the mesh and remove scar tissue build up on (B)(6) 2010 due to inability to urinary retention and suburethral scarring. It was reported that the patient underwent removal of suburethral sling on 10/31/2011 along with extensive vaginal urethrolysis, anterior colporrhaphy with paravaginal repair, posterior colpoperineorrhaphy and cystoscopy due to symptomatic voiding dysfunction and mesh being significantly embedded in the walls of the urethra. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.